Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation that a an axios stent and electrocautery enhanced delivery system was to be implanted during a cholecystogastrostomy procedure performed on (B)(6) 2025. During procedure, it was observed there was lack of current conduction. The procedure was completed using another of the same device. There were no patient complications reported as a result of the procedure.